Event description:
It was reported that during a routine removal of a screw from the patient¿s fibula the head of the screw was stripped. There was no issue with the hardware it was being removed due to fracture healing. A handle with quick coupling and conical extraction screw from another set were used to remove the screw and the two parts got stuck together. The surgery was successfully completed with no adverse event to the patient and no reported delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.